Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of approximately 30 mg/dl; cause was unknown. Bg was addressed via a glucagon injection. Pump data review by tandem technical support confirmed the pump was functioning as intended.